Manufacturer narrative:
Concomitant medical products: 459888 lead, (B)(6) 2018; w4tr01 ICD, (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a pocket infection. The device and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.